Event description:
Upon drawing epogen in the syringe, it was noticed the area below the plunger (which is green) had a green tint, this only was noticed with this particular lot#. The drug was not dispensed to the pt. We pulled at the lot # in question and quarantined the syringes. The drug was not dispensed to the pt. Upon drawing epogen in the syringe it was noticed that the area below the plunger (which is green) had a green tint. Location of the error: hospital, pharmacy. IV room pharmacy technician discovered error. I recommend that becton dickinson test the syringes for color leakage from the plunger.